Event description:
During an training/demo of the dv system, one side of the high resolution stereo viewer (hrsv) turned black during cast training. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was a dual console system. The customer completed the training process using another console. Although this fault was identified, an ssc was promptly replaced, allowing the training session to continue normally.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high resolution stereo viewer. The system was verified and ready for use. The unit was analyzed and upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up to system, there is no image on the hrsv it is completely black. Successfully replicated the complaint. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.